Event description:
A blood leak occurred at the string of hemodialysis treatment. The leakage was observed visually, by the leak detector and the test strip. The dialyzer was reused 7 times. The blood loss was about 250cc because the blood inside the dialyzer and tubing was discarded as the extracorporeal circulation set. The pt was well and no medical treatment was given.